Event description:
Oncology kit with chemolock with red cap, chemolock port malfunctioned. Rn put 'male' piece on y-port of saline line to give 5fu chemotherapy. Able to flush and get blood return for the first 2-3mls of the 5fu push. Then met resistance and unable to get blood return. Connections checked and no issues noted but still not working. Changed 'male' piece of chemolock port and now able to flush/get blood return. Ref cl4136, lot 8983871.